Event description:
Pump delivered 35 ml in 6 min. Set up in ml/hr at 208 ml/hr with a 20 ml limit. Pump recognized 60 ml syringe as a 20 ml. No pt involvement - found at baxter's authorized service center during repair/refurb. Decision to file a 30-day report due to the fact that testing revealed flow rate was beyond +/- 10% spec limits.